Event description:
It was reported that the bd micro-fine¿ insulin pen needle was not properly attached and failed to deliver insulin during use. The following information was provided by the initial reporter: "the complaint by the description of the clinical study investigator: subject was enrolled in february and trained in the right injection technique as per protocol and training modules (bd&me). The subject is a teacher and always in a hurry. In the first 2 weeks she had several occasions that after she attached the needle to the pen and wanted to inject insulin, this was not working - the insulin did not go out from an insulin pen when she tried to do this before the injection. The subject had to change the needle that times. The subject thought it was a problem with the needle and therefore collected all these needles and returned them to the investigator. However, on her most recent visit, the study subject said to the investigator that she was ¿a fool¿, because she did not connect the needle the right way and the needle was not secured completely. She has been paying more attention to how to connect the needle and had no problems since in march, april and the first half of the may 2020."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro-fine¿ insulin pen needle was not properly attached and failed to deliver insulin during use. The following information was provided by the initial reporter: "the complaint by the description of the clinical study investigator: subject was enrolled in february and trained in the right injection technique as per protocol and training modules (bd&me). The subject is a teacher and always in a hurry. In the first 2 weeks she had several occasions that after she attached the needle to the pen and wanted to inject insulin, this was not working. The insulin did not go out from an insulin pen when she tried to do this before the injection. The subject had to change the needle that times. The subject thought it was a problem with the needle and therefore collected all these needles and returned them to the investigator. However, on her most recent visit, the study subject said to the investigator that she was ¿a fool¿, because she did not connect the needle the right way and the needle was not secured completely. She has been paying more attention to how to connect the needle and had no problems since in march, april and the first half of may 2020."